Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. The root cause for the open fuse could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut. The root cause for cut cable could not be positively identified. There is no indication that the device malfunctions caused or contributed to an adverse event.

Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming functional testing.